Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from perforation and pneumothorax post implant procedure. High thresholds and diminished p waves were noted on the right atrial (ra) lead post implant. This ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.